Manufacturer narrative:
The serial number of the cobas e411 rack is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys anti-hbs ii and rubella igg elecsys results from one patient sample tested on the cobas e411 rack. This medwatch is for the rubella igg elecsys assay. Refer to medwatch with a1. Patient identifier: (B)(6) for the elecsys anti-hbs ii assay. The initial result was 0.37 iu/l (negative). The repeat result was >500 iu/l. The initial result did not match the patient's history (positive for rubella igg on (B)(6) 2024), prompting the rerun of the patient sample. The repeat result matched the patient¿s history.

Manufacturer narrative:
The calibration results were within the specified ranges. The qc data results were within the specified ranges. However, the dates were not indicated. The field service engineer inspected the analyzer and did not find any issues. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue. The investigation did not identify a general reagent problem.